Event description:
A tine broke off the inserter during surgery, the tine is stuck in the intervertebral space of the patient.

Manufacturer narrative:
The device was returned for evaluation. Per the product evaluation report, the engineer reviewed the manufacturing records and indicated the instrument was manufactured according to the specifications. The engineer determined that the likely root cause of the reported event was attributed to the prongs experiencing a load that exceeded the mechanical strength of the feature.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The device evaluation is in process, current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.